Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded. Liner partially delaminated and bunched 1.5 cm in length from distal end. Distal tip open but split. Soft tip damaged. Scratches observed along hdpe shaft. Imagery was provided from the site and revealed the following: commander delivery system with crimped thv fully inserted through sheath. Liner expanded and tip opened. Liner bunched at distal end. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints were confirmed based on evaluation of returned device and provided imagery. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''during the procedure, resistance was encountered while advancing the commander delivery system through the esheath. The devices were repositioned lower in the iliac artery and subsequently removed via vascular cutdown due to the difficulty removing the system into esheath''. Per evaluation of returned device, the esheath+ distal tip was split, and the liner was found partially delaminated and bunched, indicating that the commander delivery system and valve likely interacted with the distal tip of the sheath during removal. Procedural factors, such as withdrawal of a delivery system and crimped valve, and patient factors, such as tortuosity, can subject the sheath to suboptimal angles and lead to the delivery system to catch onto the tip during withdrawal and potentially leading to the split tip. Additionally, scratches were noted on the hdpe along the sheath shaft during device evaluation, which can be indicative of the presence of calcified nodules within the access vessel. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as per information provided, there was presence of severe tortuosity at the access vessel. Also, scratches were noted along the sheath shaft of the returned device, which can be indicative of the presence of calcified nodules within the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Reference number: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-04946. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, there was difficulty advancing the commander delivery system. A snare device was inserted via safari and positioned for crossing. Upon crossing the native aortic valve, the delivery system balloon did not inflate. The devices were repositioned lower in the iliac artery and subsequently removed via vascular cutdown. The patient remained stable. As per medical opinion, the perceived root cause of the difficulty advancing the commander delivery system was an aneurysm and severe tortuosity. Pre-decontamination evaluation observed sheath distal tip split.